Manufacturer narrative:
The customer's report of a leak was not confirmed. The set's distal luer end was inspected under magnification and no obvious damages or any issues were observed. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that leakage was noted at the end of the blood tubing near the spinner luer lock end 1.5 hours after the start of the infusion. No patient harm was reported.

Event description:
The customer reported that leakage was noted at the end of the blood tubing near the spinner luer lock end 1.5 hours after the start of the infusion. No patient harm was reported.